Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a brightness issue in right eye of the surgeon side console (ssc). An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to check with other endoscope and the customer confirmed the other endoscope had the same issue. The tse checked logs and confirmed error 121 for right monitor. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was not resolved during the procedure. The procedure was completed robotically with the same single console.

Manufacturer narrative:
Based on the claim against the product by the customer noting the brightness issue of the ssc right monitor, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the issue and replaced the high resolution stereo viewer (hrsv) monitor to resolve the reported issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following: it was alleged that the system had a brightness issue in right eye of the ssc during procedure. The fse confirmed the customer reported complaint and replaced the hrsv monitor to resolve the issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) monitor involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed/replicated the customer reported complaint. In-house fa installed monitor into an xi system, powered on the surgeon side console (ssc) with color in the right eye brighter/whiter.

Event description:
Refer to h10/h11 for follow-up information.